Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. We are unable to confirm the reported needle mechanism failure or to determine its root cause. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient had been hospitalized with hypoglycemia and hyperglycemia. The patient's blood glucose levels reached 400 mg/dl and dropped as low as 19 mg/dl. It was also reported that the cannula was flat and the cannula did not deploy indicating a needle mechanism failure. The patient was treated with an insulin pen. The patient was released the same day. The pod was worn when seeking medical attention.